Manufacturer narrative:
Device appears to be over eight years and in need of proper maintenance.

Event description:
Tip of instrument broke off in the eye. The tip was retrieved by the surgeon. The planned sutureless surgery required a suture to close the wound.